Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. However, a picture was sent by the account confirming that outer layer material was sheared off from the dilator. A manufacturing record review was not completed as no lot number was provided. It is likely that the dilator was pulled against resistance. Based on information received from the account, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
Cath lab manager reported that the inner part of the dilator sheared off after removal of introducer during ij access for an ECMO case and patient was in the ICU. Loss of dilator found at the end of the case. No intervention to retrieve dilator fragment was reported. The patient was diagnosed with covid and being placed on ECMO. Sample was disposed of per hospital guidelines. The lot # could not be confirmed.